Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received one single inappropriate high voltage therapy due to svt. The device was reprogrammed and the patient was prescribed meds to prevent further inappropriate therapy.